Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The following cosmetic damage was noted: cracked case at a display window corner, minor scratches on the lcd window, cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated the alarm occurred while washing the car. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.